Event description:
A large 12. Excel broach was received in a package labeled small12.0.

Event description:
A large 12. Excel broach was received in a package labeled small12.0. Qty: 2.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation confirmed the instrument package was mislabeled. The root cause was supplier process related. Corrective action has been implemented.